Manufacturer narrative:
The date of event is unknown. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the light guide lens was oxidized during inspection for use involving an olympus gastrointestinal videoscope. The customer suspected that the oxidation of the light guide lens was due to moisture ingress. There was no patient injury reported.